Event description:
Pacing function not intuitive to staff. When pacer function turned on, the soft key changes to indicate pacer paused. This was confusing to staff, not clear that pacer was actually on or paused.